Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Entry of 5.0 u bolus was located in the pump and the meter data. Customer's mother states that she and her son did not program the bolus, and they don't believe he actually received the bolus. Manufacturer's investigation (B)(6) 2016 found the bolus was delivered on the pump and synced into the meter. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.